Event description:
It was reported that the patient developed pneumothorax during the implant procedure. The leads were not implanted, and the physician stopped the procedure immediately. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.